Manufacturer narrative:
It was reported by customer that they were unable to pull back to get the needed blood after the catheter and device were placed. A device history record review for model 2000e lot number 24026420 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2000e lot number 24026420 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following it was reported by our clinical ER manager that the 2000e device was not working correctly for lot (10) 24026420. It was reported they were unable to pull back to get the needed blood after the catheter and device were placed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.